Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3. Due to anatomy, imaging was poor. Xtw (lot: 40620a1087) was chosen for implantation. After implantation, the posterior leaflet was slowly coming out of the clip but stopped before full detachment. An additional clip was implanted to stabilize. The procedure ended with mr reduced to grade 1. There were no reported patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.